Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. The lot was manufactured march 16, 2018 - march 17, 2018. The device was received for evaluation. Visual inspection was performed and fluid was noted inside the sealed bag which contained the unit. When the unit was inspected after being removed from the bag, the cause of the fluid inside the bag was an untightened blue winged luer cap. The winged luer cap was hand tightened and a functional leak test was then performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor was leaking from an unspecified location. Liquid was observed inside the bag the device was sealed and received in. The folfusor was filled with fluorouracil 4450mg. This event occurred during inventory check and prior to use. There was no patient involvement. No additional information is available.